Event description:
Oracle ro 1213671:firmware mismatch error.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front left bottom corner. A review of the event history log (ehl) identified firmware mismatch. During the functional testing the reported issue was able to be duplicated. Reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. Customer must have tried to update firmware through wireless network and did not complete upload process. The root cause of this issue was due to the customer network system software download to the pump was not completed (base to head) because the customer shutdown the pump before completion of the software update. Customer ignored pump displayed instructions not to turn off pump until software update is complete. Upload version 1.5.1 to the base unit (interconnect board) and rebooted the pump's head (main board) by performing power point process. Uploaded customer software version 1.6.1 on the pump.

Event description:
Additional information received via email: incident did not occurred while in use with a patient. No adverse event.